Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it took two attempts to fix the lead due to not being able to pass the lead rotation to the helix. The lead was implanted. No patient complications have been reported as a result of this event.